Event description:
It was reported that a arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, when the needle plunger was removed a cuff miss had occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the link was pulled from the swage end of the posterior cuff while retracting the needle plunger, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. The link pull suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. The suture was returned intact and there was no indication that it was dragged through the device or suture bearing while retracting the needle plunger which could have contributed to a link pull. Cuffs and links were inspected and tested for proper assembly during manufacturing. Furthermore, during testing, the proxy plunger was inserted and retracted successfully without any observable resistance. There were no reported challenging anatomical conditions which could have contributed to a link pull. There was no information reported or definitive evidence in the evaluation of the device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could cause the link to be pulled from the swage end of the posterior cuff. Based on the reported information and the investigation findings, the probable cause for the link pull from the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.